Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that there was an issue with the audible notifier of the implantable cardioverter defibrillator (ICD). The patient was asymptomatic. Technical services (tse) suggested the cause could be a telemetry issue or possibly a magnetic resonance imaging (MRI) procedure. No intervention or patient consequences were reported. Further information was requested but not received.